Event description:
Olympus (omsc) was informed by the customer that after receiving the evis lucera gastrointestinal videoscope back from repair, black-colored foreign matter was found in the channel during the first reprocess. The black matter (also attached to the cleaning brush) seems to be a viscous oily substance. No death, injury, infection, or harm was reported to olympus.

Manufacturer narrative:
The scope was returned for service/repair. Upon inspection and testing, the customer¿s reported issue was confirmed, when brushing the forceps channel black foreign substance was attached to the tip of the brush. A visual inspection was performed, and no significant visual defects were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the use of a cleaning brush made by another company. The event was reproduced. When brushing the forceps channel, it was confirmed that black foreign matter had adhered to the tip of the brush. As a result of component analysis of the collected foreign matter, it was found that it was a mixture of teflon and polypropylene. It is speculated that teflon may be derived from a fluorine-based resin, and polypropylene may be derived from a thermoplastic resin such as a plastic material. Both are resin-based components, and since they have a wide range of uses and origins, it is difficult to identify the cause. The event can be detected/prevented by following the instructions for use which state: "be sure to use in a regular combination. Other than the regular combination, not only can we not guarantee the full performance of the function, but also the safety of patients and healthcare professionals cannot be guaranteed. In addition, this product and the equipment used in combination durability is also not guaranteed." Olympus will continue to monitor field performance for this device.